Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilt and perforation of one or more filter struts outside the wall of the ivc with the medial strut perforating into surrounding organs. The indication for the filter placement has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. With the limited information provided the perforation of surrounding organs could not be confirmed or further clarified. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilt and perforation of one or more filter struts outside the wall of the ivc with the medial strut perforating into surrounding organs. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Section b5: additional information received per the amended patient profile form (ppf) states that the patient experienced filter fracture. The patient became aware of the reported event fifteen years and five months after the index procedure. Computed tomography (CT) scans done approximately fifteen years after the index procedure were re-evaluated fifteen years and five months after the index procedure. The superior end of the permanent inferior vena cava (ivc) filter is at the mid l3 vertebral body. The ivc filter is tilted anteriorly and medially at the superior end and it contacts the ivc wall. The ivc filter is tilted posteriorly and laterally at the inferior end and it does not contact the ivc wall. All the struts perforate the ivc up to 7 mm. Two (2) anterior struts perforate the ivc wall both 4 mm and reside within the soft tissues. One (1) medial strut perforates the ivc wall 5 mm and contacts the aorta. One (1) posterior strut perforates the ivc wall 5 mm and contacts the l3-l4 disc. One (1) posterior fractured fragment perforates the ivc wall 7 mm and contacts the l3-l4 disc. One (1) lateral strut perforates the ivc wall 6 mm and resides within the soft tissues. The report notes that this is a permanent filter that cannot be removed by the percutaneous approach. There have been no documented attempts to remove the device. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilt and perforation of one or more filter struts outside the wall of the ivc with the medial strut perforating into surrounding organs. The patient reports becoming aware of perforation and tilting of the filter approximately fifteen years post implant. The patient also reports experiencing chest pain and fear. Additional information received from the patient indicated that the patient became aware of filter fracture approximately fifteen years and five months post implant. According to the medical records the indication for the filter placement was an obese patient with recurrent pulmonary embolism (pe), a history of deep vein thrombosis and multiple pe¿s. The patient was also noted to have a history of chest pain and heartburn. The filter was placed via the right femoral vein and deployed below the level of the renal veins. The patient tolerated the procedure well and there were no complications. A computed tomography (CT) scan was performed, approximately fifteen years post implant, to evaluate the filter. Results of the CT scan indicate that the filter was tilted to the left contacting the anterolateral wall of the inferior vena cava (ivc). The tip of the filter is positioned less than 2 cm below the inferior most renal vein. The filter was intact without strut fracture or bending. There was perforation of a few struts beyond the ivc wall. The perforation was measured at approximately 1 mm. A medial strut abuts the right lateral wall of the aorta. There was no ivc stenosis. The scan also revealed hepatic cirrhosis with findings of portal hypertension. The same CT scan was submitted for additional review and approximately six months after the scan was performed. That review noted that the filter is tilted and perforates the ivc up to 7mm. Two (2) anterior struts perforate the ivc wall both 4mm and reside within the soft tissues. One (1) medial strut perforates the ivc wall 5mm and contacts the aorta. One (1) posterior strut perforates the ivc wall 5mm and contacts the l3-4 disc. One (1) posterior fractured fragment perforates the ivc wall 7mm and contacts the l3-4 disc. One (1) lateral strut perforates the ivc wall 6mm and resides within the soft tissue. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. The IFU states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without post implant images available for review the reported events could not be confirmed or further clarified, as the scan reviews are not aligned. Due to the nature of the complaint the reported chest pain could not be further clarified, nor a cause determined. Chest pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Section b5: additional information received per the medical records indicate that the patient has a history of deep vein thrombosis, heartburn, chest pain, multiple recurrent pulmonary emboli and infarction. The filter was deployed via the patient's right femoral vein. It was placed below the renal artery without complications. The patient tolerated the procedure well. There were no complications.   Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter strut(s) outside the ivc, perforation of filter strut(s) into organs and tilting of the filter. The patient became aware of the reported events fifteen years after the index procedure. The patient has also experienced chest pain and fear. The results of computed tomography (CT) scans done approximately fifteen years after the index procedure indicate that the filter was tilted to the left contacting the anterolateral wall of the inferior vena cava (ivc). The tip of the filter is positioned less than 2 cm below the inferior most renal vein. The filter was intact without strut fracture or bending. There was perforation of a few struts beyond the ivc wall. The perforation was measured at approximately 1 mm. A medial strut does abut the right lateral wall of the aorta. There was no ivc stenosis. The scan also revealed hepatic cirrhosis with findings of portal hypertension. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilt and perforation of one or more filter struts outside the wall of the ivc with the medial strut perforating into surrounding organs. The patient reports becoming aware of perforation and tilting of the filter approximately fifteen years post implant. The patient also reports experiencing chest pain and fear. According to the medical records the indication for the filter placement was an obese patient with recurrent pulmonary embolism (pe), a history of deep vein thrombosis and multiple pe¿s. The patient was also noted to have a history of chest pain and heartburn. The filter was placed via the right femoral vein and deployed below the level of the renal veins. The patient tolerated the procedure well and there were no complications. A computed tomography (CT) scan was performed, approximately fifteen years post implant, to evaluate the filter. Results of the CT scan indicate that the filter was tilted to the left contacting the anterolateral wall of the inferior vena cava (ivc). The tip of the filter is positioned less than 2 cm below the inferior most renal vein. The filter was intact without strut fracture or bending. There was perforation of a few struts beyond the ivc wall. The perforation was measured at approximately 1 mm. A medial strut abuts the right lateral wall of the aorta. There was no ivc stenosis. The scan also revealed hepatic cirrhosis with findings of portal hypertension. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without post implant images available for review the reported events could not be confirmed. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.